Manufacturer narrative:
B5: upon follow-up, it was reported that the patient subsequently passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient has recovered or if pd therapy was ongoing prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, pd therapy was ongoing. The patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.